Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The device was not returned for evaluation. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Product was manufactured (B)(6) 2015. Historical complaint data displayed no trend for the complaint mode. Conclusion: product was shipped to specification and no product was received to conduct a physical investigation.

Event description:
It was reported that there was condensation within the package. The distributor shipped 5 boxes of duraseal cranial. The shipping box was lined with foam. In the box were refrigerants, which they got with their last order. When accepting the goods, the shipping box wasn't damaged. After opening the shipping box , it has been found that 3 of the 5 boxes were damaged by condensate formation. The device was not in contact with patient and there was no patient injured. The event did not lead to increase surgery time. Condensation formation leaked through the polyethylene foil. The sealants were not sterile anymore.